Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the patient experienced diaphragmatic stimulation and reprogramming was done. There was no other suitable target blood vessel so the physician decided to stitch the lead there. The next day, the patient's diaphragmatic stimulation was obvious and phrenic nerve stimulation was noted. It was noted that multiple procedures have not changed the symptom. Once the patient was suitable for replacement, the left ventricular (lv) lead was explanted and replaced with no phrenic nerve stimulation or diaphragmatic stimulation noted. No further patient complications have been reported as a result of this event.